Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lapa cholecystectomy. Event description: [hospital]. "No clip loaded issue repeatedly happened. The clips were not loaded although squeezing the trigger. The clips were loaded irregularly." This complaint occured in the same procedure with the complaint# (B)(4). There were two complaints in the same procedure. The distributor informed us on 15dec2023 that the two same events occured during the same surgery. -1 of 2 : the complaint# (B)(4). -2 of 2 : the complaint# (B)(4). Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lapa cholecystectomy event description: [hospital] "no clip loaded issue repeatedly happened. The clips were not loaded although squeezing the trigger. The clips were loaded irregularly." -1 of 2 : the complaint# (B)(4) -2 of 2 : the complaint# (B)(4) product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.